Event description:
Colleague infusion pump was reported originally for a failure code 810. It is unknown when the reported condition occurred. No patient injury or medical intervention was reported. During a review of the pump's event history by baxter canada personnel, the device was found to have experienced a failure code 810:11 which interrupted delivery. This device utilizes user interface module master software version 6.63.92 categorized as remediated.

Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history due to an out of calibration air-in-line pump head module. The air-in-line pump head module was recalibrated to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)